Manufacturer narrative:
The 510(k) # is k082590.

Event description:
On (B)(6) 2011 the reported contacted lifescan alleging that the results from the subject meter was not downloading to the computer. The reporter was unable to report the software being used during the meter download. The reported issue was not resolved with troubleshooting. Although the reported issue was not resolved with troubleshooting, this reported malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. There were no allegations of harm or injury. Based on the initial call with customer service, this complaint is not reportable. On (B)(6) 2011, lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. The alleged issue was not confirmed during testing; however, a secondary issue was noted during testing. There was contamination found on the pc board of the meter. This complaint is now being reported due to the failed meter testing.